Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was displaying the ¿apply sample¿ meter message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began at 10pm on (B)(6). The patient manages their diabetes with a combination of medication, specifically lantus and humalog insulin. The patient reported consuming more food/drink in response to the alleged product issue. The patient reported developing symptoms of ¿sweating, shaking, headache and nausea¿ one hour later. The patient reported accidently administering 15 units of humalog instead of their usual dose of lantus because they were upset from not being able to test on the subject meter. The patient reported continuing to increase their food and drink intake afterwards. The patient denied testing on any other device at this time. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms and may have administered inappropriate self-treatment after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The patient¿s test strips have been returned on 2/9/2015 and evaluated by lifescan product analysis on 4/13/2015 with the following findings: the test strips involved with this complaint passed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. A DHR (device history record) was completed on (B)(6) 2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (03/02/2015).the patient¿s meter has been returned on 2/9/2015 and evaluated by lifescan product analysis on 2/18/2015 with the following findings:the meter involved with this complaint failed testing. The meter was found to have dry blood and contamination under and around spc pins. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.